Event description:
Per the clinic, patient was prescribed with injectable steroid (specific dates not reported) due to retention issue. However, the issue did not fully resolve. The implanted device remains. Additional information has been requested but it has not been made available as of the date of this report.